Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after being fixated. The catheter's tethers were noted to be misaligned after it was removed from the body. There were no patient consequences.